Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation of an intraocular lens (iol) the surgeon felt some resistance when screwing the plunger of the injector. The surgeon continued screwing anyway and delivered the iol into the capsular bag. It was then noticed that one of the haptics was detached from the iol and it remained in the cartridge. The iol was cut into two pieces, removed from the eye and replaced with another iol. Additional information was received and it was learnt that the incision was enlarged, roughly from 2.4 mm to 3.2 mm to removed and replace the damaged iol and there was a 12 minute delay to the procedure.

Manufacturer narrative:
Device available for evaluation? Yes returned to manufacturer on: 04/29/2016. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system was returned to the manufacturer in the original folding carton. The intraocular lens (iol) was returned in a separated bag. Visual inspection at 10x microscope magnification showed a piece of the lens haptic inside the cartridge. The lens was observed with one haptic detached. The customer's reported complaint was verified. Manufacturing records review: manufacturing records were reviewed and the lens was manufactured and released according to specification. A search on complaints revealed no additional complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provide instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.